Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the same procedure. It was reported to boston scientific corp in 2008 that a microvasive rx locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed the same day. According to the complainant, "the bar on the locking device cracked" during the procedure. The device was replaced with another rx locking device. Refer to MFR report #xxxx for details regarding the second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.